Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven days after implant the lead dislodged. The lead was repositioned but the parameters were not good. Therefore, the lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.